Event description:
Long term use of complete moisture plus without problems in 2007. Experienced red eyes, consulted baylor medical college physician the following month: was instructed to stop use of complete for one week. Then restarted and eyes became red again: so stopped all use of complete and eyes cleared and have remained clear. Lot/exp abo4865 dec. 08 made in another country and zb03358 2008/08 made in another country, were used and produced adverse reaction. Dates of use: approx two months in 2007. Diagnosis: contacts cleaner. Event abated after use stopped: yes. Event reappeared after reintroduction: yes. Device 2: dates of use: five days in 2007. Diagnosis: contacts cleaner. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.